Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly rebooted multiple times without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2. Date of submission 12/18/2013 - correction:correction: the audible alarm was inadvertently reported as being out of specification. The audible alarm was tested and was found to be within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: several power resets were observed in the pump history. No damage was found to the pump. The pump was able to power on and was exercised for 24 hours with no issues. Unrelated to the event the audible alarm was found to be out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.